Manufacturer narrative:
Data confirmed the low flow for entire case. No other issues were found on the data logs. Product was not returned for review. Based on clinical description & data analysis, the root cause of low flow was due to cannula kink & the root cause of cannula kink was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Low pump flow was reported during support. Physician gave fluids but flows dropped lower to 1l/min. Physician looked under fluoro and discovered a kink in the cannula. Physician decided to remove and place a new impella to continue with the procedure.